Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Out investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been layed on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer stated spark or flame shot out of the cord.